Event description:
It was reported that the patient received inappropriate therapy while cleaning a mirror. The stored electrograms showed noise on both atrial and ventricular channels. The hv lead impedance was below normal range. When performing a lead integrity test, a message alerted possible circuit damage. The device and leads will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.